Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer current blood glucose level was 413 mg/dl. Customer stated that blood glucose went up since yesterday and tried few boluses and got nowhere and had to do injections. The customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that infusion set had bent cannula. Customer was assisted with troubleshooting for high blood glucose. The devices will not be returned for analysis.